Manufacturer narrative:
The device was reused. Investigation results the customer reused the alliance syringe, however this device is for single patient use only as stated in the directions for use (dfu). Therefore a root cause classification of user/use error will be assigned to this complaint as the user did not comply with alliance dfu. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe was used during an esophageal dilatation in a canine (pug) on (B)(6), 2011. According to the complaint, during the procedure, the needle on the gauge would not move as the balloon was being inflated. It was reported that all connection were intact and the same balloon was used to complete the procedure. The procedure was completed with this alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe was used during an esophageal dilatation in a canine (pug) on (B)(6), 2011. According to the complaint, during the procedure, the needle on the gauge would not move as the balloon was being inflated. It was reported that all connection were intact and the same balloon was used to complete the procedure. The procedure was completed with this alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.